Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. Additional patient/event details have been requested but none have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that upon removal of the endotracheal tube (ett) from the patient, "the folding depression on the catheter shaft was noted and jeopardized the patency of the patient's respiration". It was unknown if the issue affected the patient's respiratory status; however, the distributor reported that no medical interventions were required. The ett tube was replaced with the same brand device. A photograph depicting the reported issue was provided. Although requested, no further event details or patient information was provided.

Manufacturer narrative:
A review of the last three product monitoring review's for trends indicated no trends for this issue on this product. The historical complaint data from august 01, 2016 to august 31, 2018 was reviewed as it relates to reports for product number mm61110070. A total of two (2) complaints, including this one, were reported. A photo of the used product was received and reviewed. This issue will be monitored through the post market product monitoring review process. No additional information has been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
To date no additional patient or event details has been received.